Event description:
Reportable based on device analysis completed on 28-sep-2018. It was reported that shaft kink occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, it was noted that the shaft kinked. The procedure was completed with a different device and no patient complications were noted. However, returned device analysis revealed balloon pinhole. Device evaluated by manufacturer: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks on the hypotube. There are kinks on the guidewire lumen at 34mm, 37mm, and 39mm from the tip. Microscopic examination revealed a pinhole in the guidewire lumen 34mm from the tip. There is blood present in the balloon, inflation lumen, and guidewire lumen. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.